Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to confirm the reported issue in the unit's logs. Notwithstanding, the fse inspected the fiber optic connector and found no fault. After the unit passed the fiber optic function test, the fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic error. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic error. No patient harm, serious injury or adverse event was reported.